Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (foreign material in air/water duct) was not established. The most probable cause of the complaint (scope communication error code (e216) was due to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Scope communication error code (e216)

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had scope communication error code (e216) and foreign material in air/water duct. There was no patient involvement.